Event description:
It was reported that just prior to ending a procedure, the lasso catheter could not be retrieved from the slo sheath. The catheter was caught in the sheath, therefore, it had to be retrieved with the sheath. It was discovered that the sheath's tip cracked and the catheter was caught there. The physician stated that the problem was not a catheter issue. This procedure was completed successfully.

Manufacturer narrative:
.